Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed. Since no lot number was provided, no device history record review could be performed. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, intracardiac echocardiography (ice) confirmed a small pericardial effusion. The effusion was monitored for two hours and then a pericardiocentesis was performed extracting 400cc of fluid. Medications and fresh frozen plasma were given and the patient stabilized. It was noted that there were no impedance raised on the ablation catheter. Additional information was requested, but no response has been received.

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01, serial # (B)(4); stockert model# m-5463-01, serial # (B)(4); coolflow pump model# m-5491-02, serial # (B)(4); soundstar model# m-5723-05, lot # s1073088; lasso variable model# d-1237-01-s, lot # unknown. (B)(4).